Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third party service center, there was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected and evidence of foam degradation and foam particles were found inside the blower kit. Dust contamination was also noted inside the device. The evaluation of the device data identified unrelated error codes. The device was functional during testing. The device was scrapped after the evaluation was completed. The event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.